Event description:
Info received indicates the right head siderail is stripping out and coming off the bed.

Manufacturer narrative:
The technician found the right head siderail broke off from the siderail arm. The holes to the plastic siderail became stripped where the screws hold the siderail in place, causing the siderail to break off. He replaced the siderail and screws to repair the bed.